Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A hcp reported two cases of endophthalmitis with vabysmo. A reported infection may be suspected to be the result of a product sterility breach (expressed by safety). Neither the picture nor the sample is available. This notification serves for information only. Please acknowledge the receipt of this complaint.

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. A hcp reported two cases of endophthalmitis with vabysmo. A reported infection may be suspected to be the result of a product sterility breach (expressed by safety). Neither the picture nor the sample is available. This notification serves for information only. Please acknowledge the receipt of this complaint.